Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagus anastomosis procedure, the device had poor staple formation. After firing the stapler, they made an air and water test realizing that there was fistula on esophagus. Donuts were not complete. Check it in the stapler and found that the donut was not in regular shape. Medical or surgical intervention was needed to prevent permanent impairment of a function. The event led to patient hospitalization. There was injury as a result of this event. The device component fell into the patient cavity. Surgical time was extended by more than 30 minutes due to the product problem. The incision was extended due to the product problem. Additional operation was performed to correct the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.